Event description:
It was reported that the pump battery could not be charged which resulted in the pump shutting down. There was no adverse impact to the customer's blood glucose. Tandem technical support arranged to send a replacement charging cable and wall adapter. The customer was advised to rely on an alternative method in case the pump battery depletes before the replacement arrives.